Event description:
It was observed that during the device evaluation, the flex deflectable videoscope exhibited a foggy image. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found a foggy image occurred due to a damaged charged coupled device (ccd). Based on the results of the investigation, the foggy image was likely caused fluid invasion of the device and a broken ccd; however, a definitive root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.